Event description:
Reporter alleged obtaining a result of 145 mg/dl on the aviva system and taking 10 mg of glipizide at the same time. Reporter stated that 1 hour later, she obtained a result of 38 mg/dl while feeling dizzy, weak, sweaty, and shaky. Reporter stated that her husband had to treat her by getting and giving her cookies. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.